Event description:
Patient had foley placed; the bag was found to be defective, was leaking from a slit in the back of the bag where the internal clear plastic circular holder of the urimeter caused a break in the bag's integrity.